Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was for the past month or two the patient has been unable to charge their implanted neurostimulator. Patient stated that they are able to charge the controller from the ac power supply, but they cannot charge the implant. During the call the patient attempted to recharge their implant and they were seeing the passive recharge mode screen with all 0's. Patient confirmed that there is no visible damage to the recharger, but the relay box is getting hot to the touch. The issue was not resolved. Recharger overheating. A request was sent to the repair department to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Analysis of the [recharger], model [97755 ], s/n [(B)(6) ], found electrical failure - no device found. Cable insulation frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.